Manufacturer narrative:
The reported events of ¿lead and the stylet were unable to separated¿ and ¿suspected damage to the lead lumen¿ were not confirmed. As received, a complete lead was returned in one piece without a stylet. A test stylet was able to be inserted through the entire lead body and removed with no restriction. Visual inspections, x-ray examination and electrical testing found no conductor fractures or internal shorts and found no any other anomalies except for procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the right ventricular (rv) lead and the stylet were unable to separated. The physician attempts to remove the stylet caused lead damage. The rv lead was removed and replaced. The patient had no adverse consequences.